Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. The device was inspected before use. Negative prep/purging was performed on the device prior to use with no issues. Resistance was not noted while advancing the device to the lesion. The contrast agent could not be completely expelled from the balloon under negative pressure. Deflation difficulties were not noted after the first inflation, but after subsequent inflations of the balloon. The whole system was removed from the patient. It could not be pulled out when attempted in vitro, and the balloon was removed after puncture. Intervention was required to remove the device from the patient. The same inflation device was not successfully used with other devices. The device was not moved or repositioned while inflated. The patient's current condition is fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. The balloon had to be burst inside the patient to be withdrawn. There were no patient harm symptoms as a result of the event. Correction: annex a and f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an emergency coronary intervention procedure, one nc sprinter balloon catheter experienced inflation and deflation difficulties. The device was being used to post-dilate a stent. The balloon continued to expand, and the contrast agent was unable to be withdrawn. The device became stuck in the port of the guide catheter and was unable to be withdrawn, resulting in a prolonged operation time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.